Manufacturer narrative:
H6; the reported event, for blade break, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the broken piece was retrieved from the patient. It was further reported that a delay of 5 minutes occurred due to this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the broken piece was retrieved from the patient. It was further reported that a delay of 5 minutes occurred due to this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.